Event description:
It was reported by the olympus representative on behalf of the customer, a microbiological test was performed on two (2) evis lucera duodenovideoscopes. One (1) evis lucera duodenovideoscope tested positive for twenty (20) colony forming units (cfus) or less within the acceptance criteria for indigenous bacteria. Water was tested coming out of the tip of the elevator wire channel. Sterile water was sent through the elevator channel plug with the wash tube, and bacteria were found. The facility was investigating the effects on patients and the schedule of blood tests. No patient harm reported to date. The scope had been cleaned using the oer-5, and the condition of the cleaning tube had not been confirmed. However, since the bacteria were also detected in the scopes of other companies, the cause may have been the rinse water in the washer. The facility will conduct regular culture tests in the future. The facility used the oer-5 after bedside cleaning and primary cleaning. The facility also performed forceps elevator wire channel cleaning. Reprocessing by the facility was very careful performed and the facility held study sessions many times. A culture test was recently performed on the oer-5 and no bacteria were found. This complaint is related to patient identifier (B)(6) (evis lucera duodenovideoscope, jf-260v).

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based upon the results of inspection and evaluation, the following additional defects were identified: play on angulation knob, angulation down, angulation knob unlocked, body control scratched, body control polluted, universal cord scratched, scope connector scratched, insertion tube scratched, d/e (distal end) cover scratched. However, these above events were not deemed severe enough to cause/contribute to a potential adverse event. Based on the results of the investigation, a definitive root cause could not be established. No obvious deviation to the instructions for use (IFU) were found. Olympus did not complete culture testing on the returned device. The instructions for use (IFU) warns about potential inappropriate reprocessing as follows: "insufficient cleaning of an endoscope will result in ineffective disinfection (or sterilization). Prior to disinfecting (or sterilizing), endoscopes and accessories need thoroughly be cleaned to remove micro-organisms and organic substances which can interfere with the effective disinfection or sterilization." Olympus will continue to monitor field performance for this device.